Event description:
Event description cpi received information that this bipolar lead was repostioned two times. One day after the implant surgery. This patieht had a chest x-ray and was instructed to raise her arms over her head. The next day (10/19/97) the patient was having some discomfort, the physician found the lead had dislodged and elected to reposition the lead. Ten days (10/29/97) later they repositioned the lead again. On novemeber 14, the entire system was removed due to infection.